Manufacturer narrative:
Device analysis: analysis determined that the first recorded instance of code 1003 occurred on (B)(6) 2018 as such the event date has been modified from (B)(6) 2019 to (B)(6) 2018 accordingly. Upon receipt at our post market quality assurance laboratory, an evaluation of the device was performed. Review of the device memory confirmed that a low voltage alert, code 1003, was recorded and that the device recorded low temperature readings prior to setting the low voltage alert. If this model device is stored in environments where temperatures can drop below the recommended storage temperature, battery voltage readings that are low enough to set a low voltage alert may result. This appears to be the case with this device. The battery did recover after the device was removed from the cold.

Event description:
Boston scientific received information that a low voltage alert, code 1003, was recorded on this crt-p devcie pre-implant. If this model device is stored in environments where temperatures can drop below the recommended storage temperature, battery voltage readings that are low enough to set a low voltage alert may result. This appears to be the case with this device. No adverse patient effects were reported. The device was never implanted.

Manufacturer narrative:
Device analysis: analysis determined that the first recorded instance of code 1003 occurred on (B)(6) 2018 as such the event date has been modified from (B)(6) 2019 to (B)(6) 2018 accordingly. Upon receipt at our post market quality assurance laboratory, an evaluation of the device was performed. Review of the device memory confirmed that a low voltage alert, code 1003, was recorded and that the device recorded low temperature readings prior to setting the low voltage alert. If this model device is stored in environments where temperatures can drop below the recommended storage temperature, battery voltage readings that are low enough to set a low voltage alert may result. This appears to be the case with this device. The battery did recover after the device was removed from the cold.

Event description:
Boston scientific received information that a low voltage alert, code 1003, was recorded on this crt-p device pre-implant. If this model device is stored in environments where temperatures can drop below the recommended storage temperature, battery voltage readings that are low enough to set a low voltage alert may result. This appears to be the case with this device. No adverse patient effects were reported. The device was never implanted.